Event description:
It was reported that during routine testing the external pulse generator was found to have part of the display dim. It was also reported that pixels were missing from the bottom screen on left side. The generator was returned for service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. Missing columns on lower display. Battery contacts are compressed.